Manufacturer narrative:
The blood tubing set involved in this incident was discarded and not available for investigation. Fifteen retained blood tubing samples from the same lot number reported 1000043588 were visually inspected, functional, leak, occlusion and dimensional testing was performed and no failures or defects were detected.

Event description:
During a routine dialysis treatment the patient developed a migraine headache followed later by nausea and vomiting. The patient completed the treatment and was discharged home. Four hours after the dialysis treatment the patient was hospitalized for nausea, vomiting, and low oxygen saturation. The patient was diagnosed and treated for bilateral pneumonia and hemolysis. The patient's lab result suggests hemolysis and the lack of schistocytes from the blood smear indicates this was not mechanical hemolysis. The patient was discharged from the hospital on january 30, 2013. The phoenix machine was inspected and found to be operating as intended. The disposables used during he treatment were discarded and not available for investigation.